Event description:
It was reported to nova biomedical that a consumer tested her blood sugar in the morning and received a reading of 170 mg/dl. During her morning shower, she reported experiencing a hypoglycemic event and a fall requiring medical intervention and overnight hospitalization. The consumer has confidence in her blood glucose meter but will be returning the blood glucose test strips used in the morning event.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.